Manufacturer narrative:
Date of birth was unknown but the patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment included an unspecified antibiotic (dosage, route, and frequency not reported) for peritonitis. The antibiotic therapy was discontinued fifteen days after the hospitalization. The patient had recovered from the reported event. The pd therapy was ongoing. Additional information was requested, but the reporter declined to provide further information about this event.